Manufacturer narrative:
Correction: MDR 1020279-2015-00616 was filed in error. It was confirmed that the surgery did not extend the surgery by more than 30 minutes.

Event description:
It was reported that a surgery was extended by 30 minutes due to plate coming loose from targeter during a complex comminuted right distal femoral fracture surgery.